Event description:
It was reported that the sheath broke. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the sheath is broken. Due to the damage pattern discernible the cause cannot be clearly determined. We can only assume that excessive mechanic stress caused the sheaths to break. Also, the precise lot numbers of these sheaths is unknown it is impossible to define the production period and to verify the respective production documents. Thus it can only be confirmed that our adjustable depth-limiting ¿ sheaths comply with the ao-asif specifications and the international standards. Based on this result, we can exclude a production error. No product flaw could be determined. Device is not distributed in the united states, but is similar to device marketed in the USA.